Event description:
It was reported that, during a meniscal repair procedure using two (2) fast fix 360 suture systems, the t2 suture knot was loosened. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). B5, d4, and h6: event description and health codes updated, devices received.

Event description:
It was reported that, during a meniscal repair procedure using two (2) fast fix 360 suture systems, the t2 suture knot was loosened. The t1 and t2 implants were removed from the patient with tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10, h3, h6: part of the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found packaging confirming the reported product information and showed the distal tip of a fast fix 360 needle. A visual inspection found two devices were received without either set of implants and suture. The first device was full of debris and the second device needle was bent from intended position. A functional evaluation of the reported event could not be performed as the suture and implants were not returned. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an application of excessive force during the knot reduction. No containment or corrective actions are recommended at this time.